Event description:
Customer reported he is having many issues with his sensors. Customer's blood glucose is 189 mg/dl. He stated, he has lost many sensors due to random issues, such as calibration and sensor errors and sensors getting stuck in the serter. Customer also stated the sensor readings are sometimes inaccurate. About a month ago, customer's sensor reading was 40 mg/dl, but his blood glucose was actually 390 mg/dl. Other times his sensor will tell him he's high when his blood glucose is actually very low. Replacement sensors were sent and customer was advised to call when issues occur to properly troubleshoot the issues. Nothing further reported.

Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.